Event description:
A malfunction was reported on a pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. The caller was advised to follow up with customer technical support to reset the pump, and the pump was subsequently reset, as noted in the case records.